Event description:
Patient underwent a port access procedure in 2005. Venous cannulation was performed via a cutdown to the right femoral vein and was accomplished with a seldinger technique and transesophageal echocardiographic image guidance. Physician confirmed that the guidewire was passed from the right femoral vein into the right atrium and into the orifice of the superior vena cava. The dilator and cannula were passed over the wire. Physician was not aware of any resistance having been met during passing of the cannula up through the iliac vein, iliac-caval junction, or along the course of the inferior vena cava. Physician did see, via transesophageal echocariogram (tee), the cannula in the right atrium. After the wire was withdrawn, the cannula needed to be advanced somewhat and was re-positioned without replacement of the wire. The arterial cannula was then placed into the right femoral artery. The surgeon noted that upon release of the arterial clamp that he was not happy with the back-bleeding observed. This cannula was repositioned and cardiopulmonary bypass with initiated. The perfusionist immediately noticed and reported that there was inadequate venous return to the cardio pulmonary bypass circuit and so she couldn't flow at adequate flow volumes. There was concern that perhaps an aortic dissection had occurred. The chest was opened to gain access to the ascending aorta and it is believed that it was cannulated. There was no visible evidence of dissection at the ascending aortic level nor in the proximal descending aortal. At some point it was noted that the patient's abdomen was opened and the physician reports that a rent in the inferior vena cava (ivc) was found. Attempts were made to repair the ivc. The patient expired.